Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a declotting treatment procedure in the arm, balloon removal difficulties were encountered. The physician did not encounter any difficulties when inflating or when deflating the balloon. "Balloon got stuck in the sheath during withdrawal." It was necessary to remove the balloon and the sheath together as a unit. The procedure was successfully completed with this device and there were no reported pt complications. The current patient status is reported as "fine."